Manufacturer narrative:
Found sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. Found sensor cannula whole with no broken sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a broken sensor. Customer stated that the sensor did not have a catheter attached and there is no electrode on the sensor. Customer's blood glucose reading was 220 mg/dl. Product is being returned and replaced.